Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was there was aspiration problems due to white gelatinous materials clogging the nozzle. Due to this clog, there was no air or water output observed. This finding was due to incorrect or insufficient reprocessing of the scope. Upon further inspection, a gap was observed in the adhesive of the bending section cover. It was also observed that the braid of the bending cover was deteriorated. Lastly, it was observed that the connector had damages. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope ¿no longer works¿ and that the yellow pipe indicates that the pressure is too high. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Event description:
During the device evaluation, it was confirmed that there was a white gelatinous material clogged in the nozzle. This report is being submitted for the clogged nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the nozzle was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function.¿ olympus will continue to monitor field performance for this device.